Event description:
It was reported from a mother of a potential vns patient who stated that she spoke with several people who told her not to get vns. She says her daughter's case worker's child has the vns and that it made the child's seizures worse. No further information has been received to date.